Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt had recurrent herniated l3-l4 disk with recurrent multi-level spinal stenosis and degenerative lumbar disk disease. The pt underwent a multi-level foraminotomy, diskectomy, interbody fusion with cage implantation, rhbmp-2/acs and local bone graft augmentation at l3-l4 and l4-l5. A posterolateral fusion at l3-l4 and l4-l5 was performed with local bone graft, bank bone allograft and rhbmp-2/acs augmentation. Posterior fixation instrumentation was also used. Post-op, the pt began to complain of a constant sharp pain in the lumbar region and intermittent numbness and tingling in both lower extremities. MRI and x-ray conducted on pod 9 revealed a large tense serous fluid accumulation suggestive of a serous hematoma. A surgical intervention was performed approximately 2 weeks post-op to evacuate the serous hematoma and to revise the left l3-l4 and l4-l5 foraminotomies. The fusion mass showed no evidence of frank purulence upon inspection. A bone graft that had migrated out of the fusion mass into the midline was packed back into the fusion posterolaterally. A deep hemovac drain and a deep blake drain were inserted. A small amount of gelfoam was used to cover the laminectomy sites.